Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the ¿pump has failed¿. The reporter could not provide specifics. Customer technical support has made attempts to follow up with the reporter for additional information, without success. This complaint is being reported because the reported issue remained unresolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: a review of the pump history showed multiple call service 064 alarms with high force at the time of the alarms. Insulin delivery was not resumed after the alarms. A rewind, load, and prime sequence was successfully performed with no issues occurring. The force sensor calibration was found to be within specifications. The pump was exercised for 29 hours with no delivery issues occurring. No alarms occurred during testing. An occlusion was induced during investigation, and the pump emitted the appropriate audio-visual alerts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.